Manufacturer narrative:
Updated: d9(device availability) , h3(device evaluated by manufacturer), h6 (type of investigations, investigation findings, investigation conclusions). The device was received by our product evaluation laboratory for a full evaluation. Customer report of value issue was not able to be confirmed. No visible damage was observed from the sensor during visual inspection. Sensor monitored sto2 on hemosphere monitor without any error message. The instructions for use (IFU) were reviewed, and based on the alleged sensor measurement failure, the problem may be due to placing the sensor on damaged or irritated skin or placing the patient on the sensor or cable. It may also be due to attaching the sensor to the skin with unapproved devices. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when connecting this foresight large sensor to left and right side of patients forehead, the left sensor was measuring 60%-65% (as expected for the patient) and the right one showed 30%-35% (medwatch #25800). Replacing the right sensor, the values were the same (medwatch #25801). A third foresight large sensor was placed on the right side and the values were correct. There was no allegation of patient injury. The device was available for evaluation.